Event description:
Continuous occlusion alarms. Were reported there was no adverse impact to blood glucose level mentioned. Tandem technical support attempted to follow up twice, once by leaving a voicemail and then by sending an email and decided to close the case.